Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing set. On an unspecified date, the tubing set was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that an unspecified volume of air was noted at an unspecified location of the tubing set and in the solution container. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided including if the tubing set was replaced and therapy was resumed.